Event description:
This is a spontaneous report by a consumer from (B)(6) of constipation and peritonitis with culture positive for a gram negative organism in patient coincident with dianeal pd2 ultrabag. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis, not requiring hospitalization. Treatment included ip cefazolin, 500 mg in each bag, and ip amikacin, 100 mg in each bag. The outcome of the peritonitis and constipation was reported as unknown. Action taken with dianeal was not reported. Concomitant medications were not reported. The reporter considered the event of peritonitis with culture positive for gram negative organism to be unrelated to dianeal and considered the cause to be constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.